Event description:
Ous MDR - there was noise observed on the rv lead and it is reproducible with manipulation of the pocket. The lead is connected to a competitor's device.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. Particularly in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. X-ray images and movies might point towards conceivable causes for elevated stresses. The provided x-ray image in anterior-posterior projection showed the lead in the implanted state. Based on this image a kink in the area of the insulation damage was noted. However a second projection or x-ray movies were not available to evaluate the leads position and its movements thoroughly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.